Event description:
Info rec'd indicates the right intermediate side rail would not latch.

Manufacturer narrative:
The tech found build up in the side rail latch mechanism causing the problem. The tech cleaned the side rail latch assembly and replaced a broken center arm cover to repair the bed.